Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that the device's power adapter was plugged into an electrical outlet which caught on fire and was smoking. Complainant indicated that there was no pt involvement in the reported malfunction.